Manufacturer narrative:
Qn# (B)(4).

Event description:
User reported the insertion went normally, however upon trying to advance the catheter over the guidewire, after advancing 3cm, met significant resistance. Catheter was removed and only 6.5cm was present of the 8cm catheter after removal. The patient was not experiencing any pain at the insertion site. At the time of this report the patient was waiting for imaging to determine the location of the catheter tip.

Manufacturer narrative:
(B)(4). The customer returned one endurance assembly and a lidstock for evaluation. Signs of use in the form of biological material were noted on the returned device. Visual inspection revealed the catheter was separated towards the distal tip. The separated portion was not returned. Microscopic examination confirmed the damage and revealed that the edges were smooth but angled, which is consistent with a sharp object contacting the catheter body (i.e. Needle bevel). The point of separation on the catheter body measured 69mm from the juncture hub , which indicates that approximately 16mm of the catheter body was severed and not returned for analysis (per the ext dwell catheter product drawing). The outer diameter of the catheter body measured 0.0418" , which is within specifications of 0.0410"-0.0450" per catheter product drawing. The inner diameter of the catheter at the point of separation measured 0.031" , which is within specifications of 0.030"-0.034" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states , "flush catheter using a 10 ml syringe filled with normal saline for injection". When the catheter was flushed, fluid exited from the separation. R & d was contacted as part of this complaint investigation. They indicated that the appearance of the separation is consistent with the customer reinserting the needle cannula back through the catheter during insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur. Do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage". The report of a separated endurance catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was separated. The appearance of the separation is consistent with the catheter body coming in contact with sharps (i.e. Needle bevel). The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and comments from r & d , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
User reported the insertion went normally, however upon trying to advance the catheter over the guidewire, after advancing 3cm, met significant resistance. Catheter was removed and only 6.5cm was present of the 8cm catheter after removal. The patient was not experiencing any pain at the insertion site. At the time of this report the patient was waiting for imaging to determine the location of the catheter tip.